Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via mail/email from (B)(6)'s medwatch program that they had to seek medical assistance after having skin irritation with sensor. The customer experienced itchiness followed by pain and redness. After 12 hours the connection site became inflamed that required them to go to a medical professional. The product was not returned for analysis.